Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced but because an intermittent image (subject appears) was generated due to poor charge-coupled device (ccd), it was determined that an ¿image was temporarily intermittently displayed (subject does not appear)¿ due to poor ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to damage to a faulty charged coupled device. It was also noted that there was a kink/knot on the cable and the serial plate was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the hd camera head had issues with image disappearing temporarily. There were no reports of patient harm associated with the event.